Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead was not explanted and replaced, rather it remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on right atrial (ra) lead post-implant. Ra lead was removed and it was noted that the retractable helix did not engage with tissue. New ra lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead as found to be dislodged . The ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.